Manufacturer narrative:
Carefusion reference number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). It was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue. The user interface module (uim) touchscreen was obsolete and needed to be replaced with the latest version. A replacement uim was ordered and the customer has chosen to complete the repair on their own once it is received. After replacement of the suspect uim, if the component is returned then an investigation will be performed and supplemental report will be submitted.

Event description:
It was reported that the user interface module (uim) touchscreen won't respond. It won't pass the screen calibration so the touch areas are out of position unless touch was moved to the far right of the screen icon. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was failed calibrations due to accumulation of debris between the touchscreen and the front bezel.